Event description:
It was reported by the rep the device was used during a bowel procedure. It was reported the ax55g was fired and no staples were found on the pt side. The specimen side was not checked for staples and discarded. The surgeon sutured to completed the case. There was no consequence to the pt.